Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet generated alert 41 indicating an insulin shaft rewind error that persisted after a restart; the device will be replaced, and the patient will return the original unit. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem was identified in the context of a component misassembled issue involving a screw. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.